Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6006533, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor gel implant experienced right sided rupture and bilateral ptosis post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, an explant was performed on (B)(6) 2020. The right sided rupture was reported initially under 1645337-2020-16519. On january 27, 2021 mentor received additional information and initial awareness of the bilateral ptosis. This report relates the left prosthesis.